Event description:
A doctor complained about a female patient sustaining a "partial paralysis of her marginal mandibular nerve" persisting for 2 weeks post quantum rf treatment.

Manufacturer narrative:
Up to date inmode has not received any additional clinical information from the doctor, including photos or the clinical form. The doctor declined service inspection for the device, confirming it works without issues. Based on our previous experience, such neurapraxia is a result of working in the "no fly" zone - in proximity to the facial nerve branch, contradictory to the IFU. Nevertheless, such condition is expected to be transient. Recommendations have been provided over e-mail and retraining has been scheduled for the doctor.